Event description:
It was reported that before the surgery, ampoule was broken. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # : (B)(4). No 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿ampoule broken. It was reported that before the surgery, ampoule broken (as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided¿. The product was not returned to depuy synthes; however, photos were provided for review. (B)(4). Visual analysis of the photo revealed that monomer ampoule has broken inside the blister resulting in monomer leaking into the ampoule blister packaging causing the packaging to warp. No other defects were observed. The potential cause of the observed complaint condition cannot be traced to a manufacturing issue. Once the product leaves depuy synthes control, it is unknown what environment conditions or human intervention or manipulation the packaged products are exposed to during that time. Therefore, the suspected cause is traced to transport/storage outside of depuy synthes control. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device [3095040 / 4360227] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the smartset ghv gentamicin 40g would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to transport/storage and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [3095040 / 4360227] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device [3095040 / 4360227] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.